Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 173 mg/dl, current blood glucose 149 mg/dl and the sensor glucose was 63 mg/dl at the time of the incident. It also reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 63 mg/dl and threshold suspend limit in sensor setting was 70 mg/dl. The sensor will not be returned for analysis.